Event description:
It was reported that the serfas probe did not function as it refused to suck. Furthermore, the procedure was finished with an alternate probe.

Manufacturer narrative:
Additional info will be provided once investigation is completed.